Manufacturer narrative:
On (B)(6) 2017. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was found to be broken in two pieces inside the patient. Surgical removal of the pieces was conducted and was successful. It was noted that the patient was "doing fine". The device had been used from 2016 to 2017 for pulmonary hypertension. No permanent injury was reported. The event was considered resolved.